Event description:
The customer reported to olympus the distal cover fell into the patient during a procedure. The physician was able to retrieve it. The distal cover was not damaged upon retrieval. A request for additional information is in progress. This event includes 2 reports: (B)(6): maj-2315. (B)(6): tjf-q190v, (B)(4). This report is 2 of 2 for (B)(6): tjf-q190v, (B)(4).